Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with ti cervical spine locking plate construct on an unspecified date. Reportedly, the plate broke inside the patient in 2012. There was reported pain experienced and the patient had to undergo a second surgery on an unspecified date. No further information was provided. This is 1 of 1 report for complaint (B)(4).